Event description:
It was reported that the patient developed infective endocarditis. The implantable cardioverter defibrillator (ICD) and leads were removed and a temporary pacemaker put in due to the patient being pacemaker dependent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no issue was identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 implantable pacing lead (B)(6) 2006 694958 implantable tachy lead (B)(6) 2006 419478 implantable pacing lead (B)(6) 2006 n119 competitor implantable cardioverter defibrillator (B)(6) 2009 4555 competitor implantable pacing lead (B)(6) 2009 4135 competitor implantable pacing lead (B)(6) 2009 0185 competitor implantable tachy lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.